Event description:
It was reported that the tubing broke when attempting to unscrew the tubing from the smartsite. There was no pt harm or medical intervention. The reporter stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.